Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (does not communicate with a belt) has been confirmed. Upon investigation the monitor was unable complete essential performance testing. The monitor's electrode belt receptacle was broken free from the monitor enclosure, breaking the pgnd wire from the socket on the defib board. The root cause for the damaged receptacle was excessive force. No adverse event resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported monitor was unable to communicate with a belt.